Manufacturer narrative:
Additional, changed, and/or corrected data: b5, h6. Device is non allergan

Event description:
Healthcare professional reported deflation of a non- allergan device.

Event description:
Healthcare professional reported deflation. This record is for the left side. Device remains implanted.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. A review of the device history record has been completed. No deviations or non-conformance's noted. Reason for reoperation: deflation.